Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombus formation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the patient developed one small inter-arterial thrombus in the left a1 segment of the anterior cerebral artery (aca). The physician, therefore, administered reopro to treat the thrombus. The patient was discharged to home on (B)(6) 2018. This small inter-arterial thrombus was adjudicated to be an adverse event with a possible relationship to the smart coil system, and a possible relationship to the procedure.